Event description:
Physician rec'd device with overfill specs mislabeled. No additional info, is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.